Event description:
J-tube was found out of pt. Tube had to be replaced. Physician requested report to be completed. Per or staff, this is the 2nd event in which a j-tube dislodged for unknown reason. Dates of use: 2008, 24 hours. Diagnosis or reason for use: surgical procedure.